Event description:
Real time telemetry (confirmed x 3) shows increased lead. Impedance and decrease lead current and output energy in 2001. Cxr done shows intact lead. Lead impedance rose steadily. Lead fracture visible when lead abandoned and replaced in 2002.